Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device has to stay plugged in to work and bottom rubber feet is missing. No patient impact or consequences reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection showed the footrest broken off and missing, and one cover screw was missing. During testing, the unit was able to power on using ac power, but failed to power on using battery power. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. The customer's battery was charged for 64 hours and it was found that the battery does not charge to a voltage sufficient enough to power on the device. The battery was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues reported event., corrected data: corrected from "health professional" to "company representative" and "distributor."